Event description:
It was reported that the x-ray tube on the 9800 system is leaking oil. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and placed back into service.